Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Base on the quality investigation, the handpiece performed to specifications. The handpiece was returned to the customer.